Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/17/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product received for analysis was identified as product code jv442. Visual inspection and metallurgical analysis were performed on the returned product. A potential fracture was observed at the suture attachment of the needle. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the needle was likely not fractured. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: did the needle fall into the patient?: the needle did not fall into the patient, so everything went well. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2023 and suture was used. The needle broke. There were no adverse patient consequences reported. Additional information was requested.